Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the image was suddenly lost, and failure of image pickup system parts was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a charged coupled device failure. The root cause of this event was unable to be identified. During the device evaluation, it was noted that the cable was buckling and there was water invasion to the coupler. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting the event (loss of image) occurred during a therapeutic procedure. The procedure was completed. There was no patient harm or consequence reported as a result of the event.